Event description:
It was reported that the device does not show any battery charge, even though the battery is 100% charged. The event occurred in the delivery room and the user was a midwife. It was stated that it frequently triggers a pressure alarm without an apparent reason. There was no patient involvement.

Manufacturer narrative:
One device was received. It was reported that issue was stated that the device does not show any battery charge, even though the battery is 100% charged and it was not able to be duplicated pump show correctly battery level, there is no problem with pump function. No further action will be taken. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Manufacturer narrative:
Correction to b5: on review of the complaint record, it was determined that the reported issue of the pump frequently triggering a pressure alarm without an apparent reason was submitted on mrn 3012307300-2025-13413, and should be referenced for all reporting related to the reported pressure alarm on this device.